Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and faded. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the text on the display screen is dim and faded and discolored upon start up. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. The key symbols were found to be worn. (B)(4). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.